Manufacturer narrative:
Breathe right nasal strips are manufactured in knoxville, tn in the united states. The lot number for this product is available, however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of skin removed at application site in (B)(6) female pt who received breathe right nasal strips (breathe right nasal strips extra) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started breathe right nasal strips (topical). At an unk time after starting breathe right nasal strips, the pt experienced skin removed at application site, device misuse as the pt did not use water to remove the strip, application site crusting, application site redness, skin raw at application site, application site weeping and pus at application site. This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the events of skin removed, crust, raw skin, weeping, pus and scab at application site were resolved while the event of application site redness was unresolved. The adverse event of skin removed at application site was further described as deep as breathe right extra strip took a couple of layers of skin off while slowly peeling off the strip. The consumer did not use water to remove the strip (device misuse). The adverse event of redness at application site was described as being at the top of the nose and of being about 1/3 of an inch wide. The adverse event of skin raw at application site was described as being 3/4ths of an inch area. The adverse events of skin removed, crust, raw skin, weeping, pus and scab at application site are resolved. The adverse event of redness at application site is not yet resolved. The consumer is concerned that it may scar once the redness heals. The consumer normally uses breathe right tan original large with no problems.